Manufacturer narrative:
(B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer 2010-06-01: caregiver was lifting resident out of tub when left front caster fell off and resident rolled to floor. No injuries. Resident got up under his own power and sat down in wheelchair. It was reported that the alenti has been hard to move for a while. (B)(4).